Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the system and the reported failure was reproduced. The issue was solved by replacing o2 fresh gas module. Device logs nor replaced part have been available for further analysis of the issue. The o2 gas module regulates the oxygen gas flow and a fault in the o2 gas module may lead to inaccurate gas flow regulation. This will be detected during sco and alarms will be activated if the failure occurs during treatment. The root cause of the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/01/2011; corrected manufacture date: 07/11/2011.

Event description:
Manufacturer's reference #: (B)(4).